Event description:
It was reported the tubing had a hole high up on the set and leaked ns which resulted in the patient not receiving the intended infusion medication. The patient's spouse notified the staff that there was a pool of ¿liquid¿ under the pump/tubing. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing had a hole high up on the set and leaked was confirmed. Visual inspection observed the cut tubing 7/8 inches above the check valve¿s inlet port. The cut was measured to be 0.107 inches wide. No further testing could be performed on the set due to the cut in the tubing. The root cause of the cut could not be identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported the tubing had a hole high up on the set and leaked ns which resulted in the patient not receiving the intended infusion medication. The patient's spouse noticed the staff that there was a pool of ¿liquid¿ under the pump/tubing. There was no harm.